Event description:
Caller reports back to back results of 302mg/dl on advantage system #1 compared to results of 89mg/dl on advantage system #2. Caller reports l1 and l2 quality controls were run prior to the call and out of range on system #1. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #1. Please see medwatch with a1 pt for suspect device in advantage system a2.